Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor and 3-way solenoid valve were replaced to address the issue. In addition of the above evaluation, the device's cooling fan assembly was replaced due to noise. The technician performed final test, battery checking, valve checking, a test run, cleaning, and the software was checked.